Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported with a description of damaged not used. Additional information was requested.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if a qualified product was used. The product investigation could not identify a root cause. It is unknown if a qualified viscoelastic was used. The IFU(instructions for use) instructs: during device preparation and implantation of the company iol(intraocular lens) with the company preloaded delivery system, an company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. Due diligence has been performed in an attempt to obtain further information on this event. The reporter has not responded to requests for follow-up information. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The device was returned loose in a plastic bag. The plunger lock and lens stop have been removed from the device. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was retracted back to mid-nozzle. No damage or abnormalities observed. The lens was returned outside the device adhered to the device door. Viscoelastic was dried on the lens. The lens was removed from the device door and cleaned with klrp for further evaluation. A dimensional inspection was conducted. The lens met specifications per the approved (plan view) template. No lens damage was observed. Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if a qualified product was used. The reported damage was not observed. No damage or abnormalities observed to the returned device or lens. A dimensional inspection was conducted. The lens met specifications per the approved (plan view) template. It is unknown if a qualified viscoelastic was used. The IFU(instructions for use) instructs: during device preparation and implantation of the company iol(intraocular lens) with the company preloaded delivery system, an company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. Due diligence has been performed in an attempt to obtain further information on this event. The reporter has not responded to requests for follow-up information. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).